Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip grasped the leaflets. The mr was decreased to grade 1; however, the mean pressure gradient increased from baseline of 2-3 mmhg to 7 mmhg. The physician was satisfied with the decrease in mr and increase in mean pressure gradient, as the patient's heart rate was high at the time of clip deployment. Per physician, the mean pressure gradient was expected to decrease after the procedure, as the patient's heart rate would decrease post procedure. Four days post procedure, the mean pressure gradient remains at 7 mmhg. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. Based on the available information, a definitive cause for the reported mitral stenosis could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.